Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The revision procedure resulted from a patient fall that was not related to the device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The revision procedure resulted from a patient fall that was not related to the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Source: country : (B)(6). Source: dyreborg, karen, andersen, mikkel r., winther, nikolaj (2020). Migration of the uncemented echo bi-metric and bi-metric tha stems: a randomized controlled rsa study involving 62 patients with 24-month follow-up. 1-21. Https://doi.org/10.1080/17453674.2020.1802682. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported in journal article that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.